Event description:
Customer reported that a pt presented with reddened and hypertrophic surgical wounds at an unspecified time following liposuction. The surgical site was cleaned with betadine and gauze. Add'l info was requested; no further info was received.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.